Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient came to the emergency room with device that exhibited far field p-wave oversensing on the ventricular lead. This caused double counting in the vf zone. The patient received inappropriate antitachycardia pacing and hv therapy. The rv capture had increased and the pacing lead impedance had jumped suddenly. The data suggest a lead dislodgement. The rv lead was capped and replaced on (B)(6) 2017. The physician felt the lead tip had pulled back slightly. There were no complications; patient was fine after the case and the following day.